Event description:
The manufacturer received information alleging that during clinical and therapeutic use of the device over a period of several days ((B)(6) 2026), the patient complained of dizziness, nausea, and chest tightness in conjunction with an allegation that the device was failing to provide adequate flow. Arterial blood gases were taken and found the patient's pao2 to be elevated from 60 mmhg upon admission to 85 mmhg three days later on (B)(6) 2026. The device was removed from the patient and replaced with a different non-invasive ventilator. The patient was reported to have returned to baseline co2 blood gas measurements. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.